Event description:
Consumer indicated upon removal of a tampon some pieces of the tampon remained inside her.

Manufacturer narrative:
Device history record could not be reviewed as consumer did not provide lot code information. Consumer did not return product samples for evaluation.